Event description:
It was reported that the insulin alarmed during the prime process. The blood glucose reading is 184 mg/dl. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.